Manufacturer narrative:
The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0144 - delivery accuracy" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing was not calibrating correctly when connected to a pump. They already used 2 pumps but still not delivering with the right amount of doses. There were no issues with the 2 pumps; because when they used the third pump right now, the tubing is still not delivering. There was patient involvement, and no patient harm/adverse event reported. Additional information reported that user received a new lot number and had no problem with delivering full dose.